Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that, as the gore® dryseal flex introducer sheath was being removed after use, the radiopaque marker on the proximal end (estimated as approximately one centimeter) broke off in the patient's left common femoral artery. There was no anatomical tortuosity that was suspected to have caused or contributed to the event. The cause for the break was reportedly unknown. A cutdown procedure was required to retrieve the broken piece. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
A.2. Age at the time of event/date of birth: added. A.3. Gender: added. A.4. Patient weight: this information remains unavailable to gore. B.4. Event description: additional information added. B.7. Other relevant history, including preexisting medical conditions: added. D.10. Concomitant medical products and therapy dates: this information remains unavailable to gore. E.1. Initial reporter name: information added. E.3. Occupation: added. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for device evaluation: code c19 - the device evaluation confirmed that the leading end of the sheath (approx. 1cm section) was broken off. The root cause of the broken sheath could not be determined with the available information. H.6. Investigation findings for communication/interviews: code c21 updated to code c19. H.6. Investigation findings for device evaluation: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was provided to gore via voluntary user facility medwatch mw5115282: on (B)(6) 2023, the patient underwent endovascular treatment using a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that the radiopaque marker on the gore® dryseal flex introducer sheath broke off in the patient's left common femoral artery. A cutdown procedure was required to retrieve the broken piece.